Event description:
It was reported that at implant it was impossible to fix the lead in the right ventricle. The physician tried two times without success while the helix mechanism was extended correctly. The lead was removed and a new lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.